Event description:
It was reported that stent dislodgement occurred. A percutaneous transluminal coronary angioplasty (ptca) was performed. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous left anterior descending (lad) artery. A 0.14 non-boston scientific (bsc) guidewire and a 3.5 jl non-bsc guide catheter were placed. A 16 x 2.50 promus elite mr drug-eluting stent was advanced with no resistance encountered to treat the lesion. No accidental pressure was applied and there was no interaction between the stent and any other devices, however, the stent became dislodged from the balloon and moved to the distal lad. Snaring was attempted but the dislodged stent was not able to be retrieved. Another stent was deployed and crushed the stent. The procedure was successfully completed with no patient complications.